Manufacturer narrative:
One device was received. Visual inspected noted the enclosure and tank cover were cracked. Corroded drain fitting, broken pole clamp, printed circuit board (pcb) with broken light emitting diodes (led)'s, bent micro switch, loud pump, an outdated and damaged printed circuit board (pcb) and power switch. Filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch to performed functional tests. The complaint was confirmed. A root cause was due to wear from usage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 1995 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was making a loud noise, the water tank was leaking and the display "don't stay". Patient involvement unknown.